Event description:
Bilateral breast augmentation in 2003. In 2005 pt had right breast exploration with capsulectomy. No problems noted. Four mos later noticed redness and irritation on right breast. Instructed to limit activity and begin on "tequin". The next month noticed decreased size of implant and implant exposure. Implant removed in office under local. In 2006, right breast augmentation.